Event description:
A beckman coulter field service engineer (fse) reported a visible clot in the specimen, but the instrument did not detect the clot involving the au5400 clinical chemistry analyzer. As a result, erroneous sodium (na) results were generated. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) evaluated the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) replaced the clot detector on the instrument and resolved the issue. No further issues were noted. Another beckman coulter representative tested the clot detection system with software version 5.8, and the clot detection tested normal.